Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two suprarenal aortic extensions and two limb extensions on (B)(6) 2016. A follow up computed tomography (CT) scan showed a type 1a endoleak and a type 3a endoleak between the main body and the right limb extension. The CT also showed evidence of the aneurysm sac decreasing in size. The physician has not scheduled a secondary endovascular procedure at this time. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information available, the clinical evaluation was not able to confirm the reported type 3b or type 1a endoleaks, however, the evaluation was able to confirm a decrease in aneurysm sac size and was able to identify an unknown endoleak as well as a non-endologix stent placement at 3 months post initial implant. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use and the patient inability to tolerate contrast media. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient. Patient codes updated to reflect completion of the complaint investigation.